Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the patient's lead was repositioned. The patient reported effective stimulation coverage postoperative.

Event description:
It was reported the patient is experiencing ineffective stimulation. The patient met with the sjm representative for reprogramming on multiple occasions. However, the issue remains unresolved. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.